Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 12433496, 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal electroencephalogram. Concurrent conditions included heart murmur. On (B)(6)2010, the patient had essure inserted. In (B)(6), the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("hormonal changes describe : mood swings"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), ocular discomfort ("vision/eye problems type: eye pressure") and arthritis ("arthritis / wrists / hips"). In (B)(6), the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6), the patient experienced the first episode of hypertension ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: chronic bacterial vaginosis"), fungal infection ("increased frequency of yeast infections"), allergy to metals ("nickel allergy") with rash and urticaria, arthralgia ("finger joint pain/ knee pain/ hip pain/ wrist pain"), the second episode of hypertension ("high blood pressure"), hypoaesthesia ("numbness "), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower"), paraesthesia ("tingling"), feeling abnormal ("brain fog") and dermatitis contact ("contact dermatitis"). The patient was treated with fluconazole (diflucan), clindamycin, boric acid, panadeine co (tylenol #3), enalapril, ibuprofen and surgery (salpingectomy (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, dizziness, menorrhagia, dysmenorrhoea, fatigue, mood swings, bacterial vaginosis, fungal infection, vaginal discharge, ocular discomfort, weight increased, arthritis, arthralgia, abdominal pain, abdominal pain lower, paraesthesia, feeling abnormal and dermatitis contact outcome was unknown, the headache, vaginal haemorrhage, migraine, allergy to metals and hypoaesthesia had resolved and the last episode of hypertension was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, arthritis, bacterial vaginosis, dermatitis contact, dizziness, dysmenorrhoea, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, ocular discomfort, paraesthesia, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter information was added, this case concern with 38 year old patient ,her demographic was added, lab data was added, essure indication was amended, essure lot number added, following event : abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition, dysmenorrhea (cramping), fatigue, hormonal changes describe : mood swings, vaginal infection, bladder infection, urinary tract infection, chronic bacterial vaginosis increased frequency of yeast infections, migraines, rashes or skin conditions type: rashes/hives, vaginal discharge, vision/eye problems type: eye pressure, weight gain, other injury or complication please describe: severe joint pain, arthritis / wrists / hips, nickel allergy, finger joint, high blood pressure, numbness /tingling /brain fog. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 12433496, 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included heart murmur. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("hormonal changes describe : mood swings"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), ocular discomfort ("vision/eye problems type: eye pressure") and arthritis ("arthritis / wrists / hips"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced the first episode of hypertension ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: chronic bacterial vaginosis"), fungal infection ("increased frequency of yeast infections"), allergy to metals ("nickel allergy") with rash and urticaria, arthralgia ("finger joint pain/ knee pain/ hip pain/ wrist pain"), the second episode of hypertension ("high blood pressure"), hypoaesthesia ("numbness "), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower"), paraesthesia ("tingling"), feeling abnormal ("brain fog") and dermatitis contact ("contact dermatitis"). The patient was treated with fluconazole (diflucan), clindamycin, boric acid, panadeine co (tylenol #3), enalapril, ibuprofen and surgery (salpingectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, dizziness, menorrhagia, dysmenorrhoea, fatigue, mood swings, bacterial vaginosis, fungal infection, vaginal discharge, ocular discomfort, weight increased, arthritis, arthralgia, abdominal pain, abdominal pain lower, paraesthesia, feeling abnormal and dermatitis contact outcome was unknown, the headache, vaginal haemorrhage, migraine, allergy to metals and hypoaesthesia had resolved and the last episode of hypertension was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, arthritis, bacterial vaginosis, dermatitis contact, dizziness, dysmenorrhoea, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, ocular discomfort, paraesthesia, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Lot number: 12433496 manufacture date: 2010/03 expiration date: 2013/01. Lot number: 20240922 manufacture date: 2010/01 expiration date: 2013/01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and post procedural haemorrhage ('had bleeding inn the second week of recovery/started spotting yesterday (bright red and its still happening today') in a 38-year-old female patient who had essure (batch no. 12433496, 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: prenatal vitamins from 2007 to 2008. Concurrent conditions included heart murmur, menometrorrhagia, vaginitis, stiffness and swelling nos. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("hormonal changes describe : mood swings") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), ocular discomfort ("vision/eye problems type: eye pressure") and arthritis ("arthritis / wrists / hips"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced the first episode of hypertension ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: chronic bacterial vaginosis"), fungal infection ("increased frequency of yeast infections"), allergy to metals ("nickel allergy") with rash and urticaria, arthralgia ("finger joint pain/ knee pain/ hip pain/ wrist pain"), the second episode of hypertension ("high blood pressure"), hypoaesthesia ("numbness "), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower"), paraesthesia ("tingling"), feeling abnormal ("brain fog"), dermatitis contact ("contact dermatitis") and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with boric acid, clindamycin, codeine phosphate;paracetamol (tylenol with codeine no.3), enalapril, fluconazole (diflucan), ibuprofen and surgery (hysterectomy and salpingectomy (B)(6) 2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, dizziness, menorrhagia, dysmenorrhoea, fatigue, mood swings, bacterial vaginosis, fungal infection, vaginal discharge, ocular discomfort, weight increased, arthritis, arthralgia, abdominal pain, abdominal pain lower, paraesthesia, feeling abnormal and dermatitis contact outcome was unknown, the headache, vaginal haemorrhage, migraine, allergy to metals and hypoaesthesia had resolved, the last episode of hypertension was resolving and the post procedural haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, arthritis, bacterial vaginosis, dermatitis contact, dizziness, dysmenorrhoea, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, ocular discomfort, paraesthesia, pelvic pain, post procedural haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Thyroid tests done. Lot number: 12433496 manufacture date: 2010/03 expiration date: 2013/01. Lot number: 20240922 manufacture date: 2010/01 expiration date: 2013/01. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hair loss, tingling, dizziness, joint pain, nickel allergy, pelvic pain, numbness." Concerning the injuries reported in this case, the following ones were reported via social media: post operative bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: event had bleeding inn the second week of recovery/started spotting yesterday (bright red and its still happening today was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), dizziness ("dizziness") and headache ("headaches"). The patient was treated with surgery to remove essure on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, alopecia, dizziness and headache outcome was unknown. The reporter considered alopecia, dizziness, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.